Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the left extension was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.